Event description:
It was reported that a member of the ambulance staff had received an injury sustained whilst on duty. It is alleged the injury was caused whilst the medic was removing the battery on a stryker cot. It was reported the battery failed and the cot collapsed on the individual's fingers crushing them.